Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for left ventricular lead revision due to dislodgement verified via chest x-ray and loss of capture. There were no complications during the procedure and the patient was in stable condition post procedure.